Event description:
It was reported that the coil was stuck to the catheter tip during withdrawal. A 15mm x 25cm interlock-35 was selected for use in embolization of submaxillary arteriovenous malformations. During the procedure, after delivery of a small part, it was noted that the coil started to be stretched. The coil was attempted to be withdrawn but it failed. The device was removed along with the catheter. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the main coil, the introducer, and the pusher wire were returned for analysis. Blood was observed inside the introducer. It was visually and microscopically observed that the main coil was stretched, detached, and bent at the coil arm section. No other damages were observed on the device. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. No other issues were identified during product analysis.

Event description:
It was reported that the coil was stuck to the catheter tip during withdrawal. A 15mm x 25cm interlock-35 was selected for use in embolization of submaxillary arteriovenous malformations. During the procedure, after delivery of a small part, it was noted that the coil started to be stretched. The coil was attempted to be withdrawn but it failed. The device was removed along with the catheter. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.